Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was superior vena cava (svc) impedance variability from baseline and imedance was high. A partial lead f racture was suspected and other conductors may have been affected. The lead remains in use. No patient complications have been reported as a result of this event.